Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that suite pc software was crashed. Upon troubleshooting, the fse reinstalled the suite pc software, which resolved the issue. However, the same issue reoccurred on another day, where the fse reinstalled software and replaced suite pc hard disk drive (hdd), then the issue was resolved. After the replacement of hdd, functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer software crashed, preventing a full system boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.